Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Missing segments/partial display due to bleeding lcd glass. Unable to perform the self test due to damage lcd glass.